Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer locking system is not locking properly, which results the improper fixation of the system on the tissue of surgical site. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The acrobat-I stabilizer device was returned to the factory for evaluation. No signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The device was returned in it original packaging in an open state. There were no defects or failures were observed. The device was evaluated for mechanical function. The device was securely assembled onto a reference (25092411) retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob tightened the arm. Based upon these findings, the reported failure mode ¿mechanical issue¿ was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer locking system is not locking properly, which results the improper fixation of the system on the tissue of surgical site. A replacement device was used to complete the procedure. The hospital did not report any patient effects.